Event description:
The customer reported that, although the device provided adequate seals, the cutting function would not work. As a result, this was converted to an open procedure. The pt is said to have recovered.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.